Event description:
It was reported that the patient presented for right ventricular (rv) lead extraction procedure due to noise. It had also previously been noted that their rv lead had hundreds of episodes of noise reversions. The lead was successfully explanted and replaced. The patient was in stable condition.